Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# : (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -12.5/+2.0/91 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore/break during injection/delivery into the eye. On the same date in a separate surgery the lens was exchanged with a same length lens. There was no patient injury. The problem was resolved.